Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect; cause was not reported. Blood glucose was not provided. Tandem technical support assisted the customer with correcting the time/date.